Event description:
It was reported that air bubbles were observed in the sheath. During pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation (afib), a polarsheath was selected for use. The sheath was prepared, and a 3-way stopcock was added. Transseptal access was gained using a sl0 and sheath exchange was performed. After removing the dilator, blood was aspirated. After several syringes, bubbles continued to be observed. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at boston scientifics post market laboratory the polarsheath was visually inspected which revealed blood on the outer surface of the hemostatic valve. Pressure testing was performed and identified that the device was out of specification. Functional testing found a tear in the hemostatic valve. The reported allegation of visible air was confirmed. The root cause for this air ingress was traced to a component failure, a tear in the hemostatic valve, which resulted in the polarsheath leaking. This valve tear is believed to have occurred due to normal use of the device. There were no defects found that would have contributed to the valve tearing.

Event description:
It was reported that air bubbles were observed in the sheath. During pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation (afib), a polarsheath was selected for use. The sheath was prepared, and a 3-way stopcock was added. Transseptal access was gained using a sl0 and sheath exchange was performed. After removing the dilator, blood was aspirated. After several syringes, bubbles continued to be observed. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.